Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump module infused an unspecified antibiotic faster than programmed. The customer states there was no patient harm.

Event description:
It was reported that the pump module infused an unspecified antibiotic faster than programmed. The customer states there was no patient harm.

Manufacturer narrative:
The customer¿s experience that antibiotics infused faster than programmed was not confirmed in the logs or replicated during testing. ¿ no obvious programming errors were found during the log review. ¿ the review of the pump module event log identified an infusion of unknown medication programmed at rate:10ml/h vtbi:118.81ml. The device infusion rate was changed 4 times and the pump module logs stop for (B)(6) 2019. Total volume infused is unknown. ¿ functional testing performed on the returned pump module s/n (B)(4) found the device to be delivering fluid within specification. ¿ an internal and external inspection of the source pump module found sear has one missing prong out of the 2, no other irregularities were observed. ¿ the root cause of the complaint that the pump module infused faster than programmed was not identified.